Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, when the product is opened, it pops out of the packing the becomes non-sterile. There as no pt involvement.

Manufacturer narrative:
This complaint was not confirmed. There have been no changes to the packaging of this device since 1999 and no previous report of this type have been received. A device history review does not document any non-conformances related to this issue. No further action will be taken. This report is being submitted to the FDA as a result of a retrospective review of pt complaints.